Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call hospitalization due to high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer had pneumonia and their blood glucose levels began to rise as a result of the pneumonia. Customer was in the hospital for over a week and was wearing the device at the time of the hospitalization. Customer's insulin pump was removed once they admitted them into the hospital.